Manufacturer narrative:
Device history records (DHR) review was completed for part # 397.011, lot # aw9132. DHR for this part/lot combination shows that the lot was supplied by ulrich ag and was received in (B)(4) on jul 27,2000. The lot received q.a. Approval on aug 01, 2000 and released to warehouse on aug 01, 2000. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. It was reported that during a routine set inspection, the implant holder slot broke when picked up. The returned implant holder is missing the pin that holds the speed screw in place. One of the leaf springs is broken. The threads on the speed screw are damaged and do not allow the speed nut to translate across the entire length of the screw. The complaint is confirmed. A visual inspection, drawing review and DHR review and were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The root cause is most likely related to impact to the device, such as dropping the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested and is currently pending completion. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine set inspection, the implant holder slot broke when picked up. There was no case or patient involvement. This is report 1 of 1 for (B)(4).